Event description:
Reference MDR #2242445-2010-00060 for the first report involving the same procedure. It was reported that upon receipt, the lidstock on the kit was not sealed. As a result, the wedge pressure catheter was not used. Another (B)(4) was retrieved and used without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is "ok".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.